Manufacturer narrative:
H3, h6: we have now concluded our investigation for the complaint received. The device, used in treatment, has not been returned for evaluation. No additional information was provided, we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Possible causes could include the device entered a non-recoverable error state. There are various reasons that the device may enter an error state, such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state, it must be replaced. The instructions for use provide comprehensive instructions of the safe operation, use and limitations of the device. Our medical assessment concluded: although it was reported after four days the pico stopped working, it was further communicated the treatment was completed with a conventional dressing. Therefore, the impact to the patient beyond that which has already been reported cannot be determined. Should any additional medical information be provided, this compliant will be re-assessed. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The associated risk files contain details relating to failure. However, no harm has been alleged. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary at this stage. S+n will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Reference (B)(4).

Event description:
It was reported that npwt with pico started on (B)(6) 2020 and on (B)(6), the pico no longer worked, the dressing was no longer in depression and all the led's were flashing. The treatment was completed with a conventional dressing.